Event description:
It was reported the pt had not charged his ipg for some time. Prior to the procedure, the ipg was tested, and could not be located with external devices. The physician replaced the ipg with a non-rechargeable version. Follow up identified the pt received effective stimulation and coverage postoperative.

Manufacturer narrative:
Results: the complaint was confirmed. As received, the ipg was unresponsive. According to the eon dfu review, there is adequate info for preserving the ipg battery when not in use. The dfu states "if you do not recharge a depleted ipg within 2-18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged." Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.